Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was showing as requested. A technical support specialist (tss) found that the identification (ID) 252291 expired based on the patient's medication order. Then the nurse was advised to submit a new request under ID 252728, which remains active in the patient's medication order. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue rxverify item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.